Event description:
Healthcare professional reported rupture of left implant confirmed by CT scan and mammography. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, break, and red particles on the shell. A visual and microscopic analysis was performed which identified: missing shell (0-25%), sharp break on posterior, stress marks and flat creases. A dimension measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on anterior of the broken device assessed as a surgical impact opening and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of left implant confirmed by CT scan and mammography. Device has been explanted.